Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 6 atms on the second inflation. The first inflation was also to 6 atms. The pt was asymptomatic during this event. The lesion being treated was a tortuous, 90% stenotic lesion in the left anterior descending coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a whispher ms guidewire and a terumo sl4 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.